Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the led did not light up due to poor contact of the front panel. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, led on the high flow insufflation unit's control panel did not light up. There was no patient involvement.